Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing would not prime, therefore, the nurses were ¿stripping¿ the pumping segment attempting to change the pressure in the tubing permitting fluid to flow. During this process, inadvertently, they were ¿nicking¿ the soft tubing with a fingernail. This created a hole which caused leaking and air would get into the line. This occurred four times. There was no report of patient harm.